Manufacturer narrative:
(B)(4).

Event description:
Pinnacle litigation records received. Litigation alleges defective implant caused damage to plaintiff's joint hip and body.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had complaints of pain and swelling. Case was scheduled for revision for metallosis. Doi: (B)(6) 2010; dor: (B)(6) 2018. Left hip.

Event description:
Pfs alleges walking difficulty, depression, anxiety and stress. After review of medical records, patient was revised to address metallosis left total hip replacement. On (B)(6) 2018, there was moderate inflammation in the joint and periarticular tissues were present. Some synovial debris were also cleaned from the femoral component. The result of soft tissue pathology also showed minimal inflammation, fibrosis and fibrinous exudate

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI:(B)(4).

Manufacturer narrative:
UDI: (B)(4).